Event description:
It was reported a patient presented in clinic for an unrelated procedure on (B)(6) 2023. During procedure the physician visually noted an atrial lead insulation breach. The lead was repaired during the same operation and left in place with normal function. Post-procedure the patient was stable.